Event description:
The distributor for the product notified kimberly-clark that a dr had experienced blood strike through in the abdominal area, from a surgical pt with hepatitis c. The dr's skin was intact and no medical treatment was required. Kimberly-clark corporation has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.